Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a keypad anomaly. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The act button was unresponsive due to a corroded keypad trace. No auto off alarm could be verified due to the unresponsive button. No moisture damage was noted to the electronics or motor. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.